Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "battery issue" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a battery depleted alarm. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue onsite. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.